Manufacturer narrative:
Manufacturing site was unable to be identified because lot information was unavailable. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because of unavailability of lot information. All the shipped products were inspected in the production process and satisfied the product specifications ad release criteria; therefore, it was concluded that there was no anomaly in product quality. As it was written in the literature that reported perforations were both attributed to the operator's wire manipulation technique, it was presumed that patient anatomy and procedural contents were most likely associated with this event. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects]: damage to a vessel, including possible vessel perforation.

Event description:
It was reported through a case report titled "multiple coronary artery perforation following global pericardial tamponade in a patient with prior coronary artery bypass graft surgery: a case report (european heart journal - (2021) 5(11), 1-7)" that identified an asahi sion black and confianza pro 12 (sold in japan as conquest pro 12) guide wires had contributed to vessel perforations. Excerpt is as follows: a (B)(6) year-old male who had undergone CABG due to effort angina pectoris (left internal-thoracic artery to s7, free right internalthoracic artery to s12, and free right radial artery to s4pd) 2 years prior visited our hospital for a recurrence of effort angina pectoris. A pre-pci echocardiographic movie is shown in supplementary material online, video s1. Pertinent laboratory information upon admission was unremarkable. Coronary angiography demonstrated chronic total occlusion (cto) of the first diagonal branch (s9, figure 1a, dotted line) and severe stenosis of the second diagonal branch (s10, figure 1a, arrow). Significant stenoses were not detected in other coronary arteries, including prior bypass grafts (figure 1b). Ischaemia of the left ventricular anterolateral wall was confirmed by myocardial scintigraphy. His chest pain at effort did not improve with the administration of bisoprolol 5mg/day, nitroglycerine 25mg/day, and aspirin 100mg/day. Percutaneous coronary intervention was performed for segments #9 and #10 after adding clopidogrel 75mg/day to his medications. Segment #10 stenosis was anterogradely passed by a 0.014-inch coronary angioplasty guidewire (sion black, asahi intec, nagoya, japan), and segment #9 cto was recanalized by side-branch intravascular ultrasonography-guided parallel wiring (conquest pro 12, asahi intec, nagoya, japan). After the stent deployment for each lesion, coronary artery perforation was detected by contrast injection; this was a complication from the wire manipulation at the distal end of segment #10 (figure 2a, arrows and video 1). We immediately performed intravascular embolization using fat tissue, and contrast oozing disappeared at once (figure 2b, arrows). Eventually, another wire perforation was found at the tip of segment #9 (figure 3a, arrow and video 2). This was treated using the same method. However, rebleeding occurred at segments #9 and #10, and in the left circumflex artery (cx; figure 3b, arrows and video 3). Because the patient instantly experienced cardiac shock caused by the global pericardial tamponade, pericardial drainage was immediately performed. After drainage, bleeding was also observed around the cx graft (pointed by the arrows in figure 3c, and supplementary material online, video s2). Haemostasis of the whole cx and its graft was achieved by coil embolization using a microcatheter (cstopper, piolax medical devices, yokohama, japan, figure 4, pointed by a dotted line). In contrast, haemostasis of segments #9 and #10 occurred spontaneously. This was confirmed by the final angiography (figure 4 and supplementary material online, videos s3 and s4). After pci, rebleeding occurred. The amount of bleeding gradually increased to 400ml/min. Unfortunately, the patient died due to cardiac and hypovolemic shock despite 7 h of intensive care and blood transfusions.